Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had decreased impedance measurements and no capture at maximum output in all configurations. It was confirmed that the lead had dislodged. As a result, a revision procedure was scheduled. No adverse patient effects were reported.